Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a rupture in the base of the implantable chamber was detected. There was patient involvement and no patient harm reported.

Manufacturer narrative:
D1 - brand name, d2a - common device name, d2b - procode, d4 - expiration date, and d4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: received one (1) used device sample. As received the catheter was observed to be torn. A portion of the catheter was found lodged onto the port of the proport. Upon removal of the catheter the port on the proport was observed to be broken. The deformation on the area appeared to be cold form damage, with an ovular pinched like shape. The complaint of ruptured base can be confirmed due to the observed damage on the proport port. The probable cause is due to unintentional bending/twisting forces applied during use. Additionally, during investigation, the catheter was observed to be torn in two. The probable cause of the tear is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.